Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated but did not resolve the issue. The insulin pump will be returned for analysis.